Event description:
It was reported that the catheter tip was split with a bd insyte¿ IV catheter. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter, translated from japanese to english: the catheter tip was split.

Manufacturer narrative:
H.6. Investigation summary: no photo / samples were received for evaluation. The investigation was not able to confirm what customer had experienced as no photo / samples were received. A review of the device history record revealed no irregularities during the manufacture of the reported lot. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance h3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter tip was split with a bd insyte¿ IV catheter. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the catheter tip was split.